Manufacturer narrative:
Trackwise ID (B)(4). Updated sections: b4, g4, g7, h2, h6, h10. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
Related to (B)(4). It was reported traceability of repairs by getinge maquet are not in line with bs iso 13485 quality management system and htm 01-01. Surgical instruments not supplied with decontamination documentation and no tracable repairs to maquet. Generic non tracable document supplied by a third party scholley. On investigation instruments had been supplied directly from another hospital without returning to maquet and no tracable repairs. Decontamination documentation not provided for repaired instruments. Second instruments been supplied without documentation. Concerns about segregation of repairs of surgical instruments and loans.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.